Manufacturer narrative:
Facility experienced an event with your endopath endoscopic multifeed stapler while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973156. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: nose shroud cracked/broken no, staples in nose yes (3) twisted, staples in the track yes (13), trigger engaged with precock n/a. Analysis conclusion: based on the inquiry info and visual examination, it was confirmed that the device "would not fire to properly release and forms staples". No functional test could be performed because three twisted stpaples were present in the nose and could not be re-aligned in the track for proper feed to occur. The instrument cartridge was disassembled and no deformations or anomalies were observed. No conclusion could be reached as to how the staples had become twisted in the track. Co reviews each incident as it occurs in an effort to continuoulsy improvethe products and process.

Event description:
It was reported during a laparoscopic hernia repair the ems would not fire to properly release and form staples. There was no consequence to the pt. 5/23/97 rep responded another ems was used to complete the case.